Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt while testing the lead, the atrial thresholds were not able to be seen because the analyzer was not capturing the tissues at 10 volts. The pacing cable was changed over to the ventricular port of the analyzer and the thresholds could be seen and were capturing around 2 volts. A different programmer was used and found the thresholds to be much lower. The analyzer remains in use. No patient complications have been reported as a result of this event.